Event description:
It was reported during a total shoulder arthroplasty - apex/vaultlock procedure the inferior, inclination screw would not engage with the ar-9100-08s stem. The surgeon tried for a while with both the t-handle driver and standard driver to get this screw to engage. The surgeon removed the stem and replaced it with another 8mm apex stem and the case was completed without further issue.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint allegation cannot be confirmed without the device for evaluation. Per the event description, the most likely cause(s) for the reported failure can be attributed to user error due to incorrectly following the surgical technique of the device.